Event description:
The patient called alleging that the meter displayed an error 4 message for the past two days. Due to the error 4 message the patient went to the nearest health care center and was tested on the hospital device with a reading of 157 mg/dl. The patient was treated with insulin. The nurse tested the patient with a new vial of test strips with the same lot # and meter continued to display an error 4 message using control solution. Meter and test strips were replaced.